Manufacturer narrative:
B3 - date of event: correction d4 - UDI: correction. Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log file contained events from 04nov2024 through 03jan2025. No notable events or alarms were observed. The pump appeared to function as intended and operated above the low-speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) (B)(6) 2024 (from 350 tom 620), the patient had mild fluid overload, lower extremity edema, no dark urine, and no abnormal ventricular assist device (vad) parameters or alarms.